Manufacturer narrative:
Other relevant device(s) are: product ID: b3300542m, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Refer to manufacturing report #2182207-2022-02202 for other lead implanted at same time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that, during the stage 1 implant, it was noticed after the oarm spin that the lead was about 20 mm posterior to where the planned target was. The physician rechecked the plan on the stealth as well as the frame coordinates, and did not find any abnormalities. Thus, the physician moved the y frame coordinate 20 mm anterior and the subsequent oarm spin confirmed that the lead was then at the planned target. After implanting the right lead, the oarm spin showed that the lead was about 4.5 mm lateral from the planned target. The physician thus moved the frame coordinates 4.5 mm lateral and the subsequent spin confirmed the lead was then at our planned target. The patient had a small intercranial hemorrhage. Physician stated the patient should be fine. Rep and physician contacted several individuals and tried to confirm where the error could be or if it was a stealth issue but nothing was conclusive. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was doing fine and the generator was implanted on november 28th.